Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Article: a single-center experience with total percutaneous implantation of a low-profile thoracic aortic stent-graft. Benfor et al., 2022 doi: 10.1177/15266028221079767. Catalog# is unknown but referred to as cook zenith alpha stent grafts. Similar to device under PMA p140016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article benfor et al 2022: the 56 patients underwent tevar for the indications listed in pre-existing condition. Percutaneous access was used in all patients. It was achieved by ultrasound puncture of the common femoral artery, with placement of 2 suture-based preclosure devices (proglide). If an additional upper access was deemed necessary, a surgical cutdown or percutaneous access of the left brachial or proximal cubital arteries was performed. Cardiac output reduction maneuvers to lower the blood pressure were required in most patients during stent-graft deployment. These included rapid pacing, right atrium inflow occlusion, and drug-induced techniques, or the munich valsalva implantation technique. For patients requiring coverage of the lsa, the necessity to perform an arch debranching or a chimney was determined upon the preoperative imaging analysis, and the timing of debranching depended on the urgency of the procedure. In such cases, the implantation of an lsa occluding plug was at the discretion of the surgeon. The zta endograft was implanted as a single component in 23 patients and as a multiple piece component in 33 cases. A total of 83 zta stent grafts were used. 44 patients had solely zta endografts, and in the remaining 12 patients, zta was combined with zenith dissecting endovascular graft (zdeg). Debranching of the lsa was performed in 15 patients: 13 preoperatively and 2 during the tevar procedure, whereas 4 patients had lsa coverage without debranching. At 30 days post procedure 6 patients had endoleak (2 type I, 3 type ii and 1 type iii), but none of these required early reintervention. 4 patients had access vessel complication requiring surgical repair (only 2 of the four were directly linked to the ipsilateral femoral access, and these were 1 case of femoral artery occlusion inducing acute limb ischemia and 1 case of iliac artery thrombosis inducing acute limb ischemia. Both these patients had been solely treated with zta endograft with sheath diameters of 16 and 18 fr, respectively. The other 2 access vessel complications were both linked to the upper access, and it was 1 case of brachial artery pseudoaneurysm and 1 case of axillary artery injury with relevant hematoma requiring surgical evacuation and repair). 1 patient had postoperative spinal cord ischemia with paraplegia, 2 patients had acute kidney injury (1 of these cases required hemodialysis), 1 patient had ischemic stroke, and 1 patient operated for a ruptured aneurysm died during hospital stay from septic shock, with multiorgan failure complicating an infectious endocarditis. After 30 days there was 1 patient who died from a gastrointestinal bleeding (at 16 months after surgery). And there were 4 reinterventions which were unplanned graft-related reinterventions: of these 4 , 1 case was a conversion to open surgery for explantation of an infected endograft due to an aorto-esophageal fistula occurring 2 months after surgery, and 3 cases were patients that had distal extension for treatment of type 1b endoleak (it is not described in the article if some of these 3 cases are related to the 2 case of type I endoleak seen at 30 days). Patient outcome: the stent grafts remained in all pateints as intended except in one case where the graft was explanted due to infection throughout the study reintervention were required in 7 patients due to 4 cases of access vessel complications, 3 cases of endoleak type ib endoleak and 1 case of infected endograft due to aortoesophageal fistula adverse events were: 2 type I endoleaks, 3 type ii endoleaks, 1 type iii endoleak, 1 case of femoral artery occlusion leading to acute limb ischemia, 1 case of iliac artery thrombosis leading to acute limb ischemia, 1 case of brachial artery pseudoaneurysm, 1 case of axillary artery injury with hematoma requiring surgical repair, 1 case of spinal cord ischemia with paraplegia, 2 cases of acute kidney injury with 1 requiring hemodialysis, 1 case of ischemic stroke, 1 case of death after septic shock, with multiorgan failure complicating an infectious endocarditis, 1 case of death due to gastrointestinal bleeding 16 months after surgery, 1 case of aorto-esophageal fistula leading to endograft infection requiring explantation of the endograft by open surgery (conversion), and 3 cases of endoleak type ib requiring reintervention to make distal extension.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. The journal article (benfor et al., 2022) was reported on 12oct2022 ((B)(4) , your ref (B)(4) ). Further information received from the author identifies individual patients with serious adverse events. 9 additional complaints have been logged and will be reported. This pr will be close/cancelled and the event for this pr# is thereby no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.